Manufacturer narrative:
The device referenced in this report was not returned after the procedure therefore, a physical examination could not be performed. Based on the limited provided information, the patient experienced additional surgery to remove the balloon fragment entrapped in the left anterior descending artery (lad). Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Shockwave medical inc. Received a voluntary medwatch report # mw5110562. It is reported that during a procedure, the balloon was being removed from the patient however, the delivery system and balloon broke in the left anterior descending artery (lad). The device could not be removed resulting in surgival intervetion. No additional information was provided.